Manufacturer narrative:
Product ID 8835 lot# serial# (B)(4), product type programmer, patient product ID 8780 lot# serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the health care provider (hcp) attributed the patient¿s confusion to prialt. The patient was very confused, was unable to have a logical conversation and had very disjointed conversation. The patient also experienced an altered mental status. The patient had reported having no pain. The prialt was emptied from the pump following the reservoir emptying procedure and dilaudid alone was filled into the pump. It was noted no diagnostic testing or troubleshooting was performed as there was no alleged product issue. The device system was used to deliver dilaudid and prialt. It was later reported that the patient was hospitalized several times, in (B)(6) 2013 and twice (B)(6) 2013, due to psychotic reactions to prialt. Symptoms the patient experienced included ¿became demented, became vicious, lost 30 days characterized by unable to remember what happened, went buck wild, scared kids and grandkids¿. Treatments included restraints and psychological counseling. It was reported, the event resolved and was assessed by the patient¿s health care provider (hcp) as related to prialt. The prialt was discontinued as previously reported and replaced with dilaudid for pain management. No further information was provided.